Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. Pre-dilatation was performed with the 4.5x8mm nc trek balloon dilatation catheter (bdc) which was prepped per instructions for use. The bdc was advanced with resistance felt from the anatomy. The balloon was inflated once then on the second inflation at 8 atmospheres a rupture occurred. Another nc trek bdc was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.